Event description:
We had a patient come to us in ir with a bleed. We put micro catheter in patient and deployed first coil 30cm and it deployed just fine. We then got a longer coil 60cm and it would not advance into the catheter. We retrieved and flushed the micro catheter multiple times and tried a new 60cm coil with the same result. We then removed micro cath and exchanged for a larger micro catheter and used different larger coils with no issues. Everything ended well.